Event description:
It was reported that the patient's stimulation from their implantable neurostimulator (ins) is intermittently turning off. If additional information becomes available, a follow-up report will be sent.